Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubbles and the customer had high blood glucose levels of 22 mmol/l to 33 mmol/l. The customer's had current blood glucose level was 9 mmol/l at the time of incident. Approximate size of air bubbles was various size. Customer stated that bubbles from reservoir to tubing. Customer stated that troubleshooting was performed for air bubbles. The reservoir will not be returned for analysis.